Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly while the pump was charging. Customer's blood glucose was 330 mg/dl. No additional information was provided.

Manufacturer narrative:
Additional information was received on april 23rd, 2024, stating that the distributor received the pump for investigation and was unable to duplicate the error.